Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on unknown date with unknown blood glucose. The customer stated they lost his transmitter during his stay. It was unknown whether customer was using the auto mode or not. Troubleshooting was declined. The device will not be returned for the analysis.